Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported post implant of a (B)(4) adjustable gastric band, the patient had an esophageal obstruction and that the band was removed. There were no reported complication.

Event description:
It was reported to boston scientific corporation that a dual-flex sensor urological guidewire was used during a right percutaneous nephrolithotomy (pcnl) procedure. According to the complainant, during the procedure, the physician attempted to access percutaneously with a guide needle, over the lower pole stone. The sensor guidewire was able to be placed around the stone and through the infundibulum, into the kidney. The tract was dilated and balloon dilated and an access sheath was placed. However, when the nephroscope was placed within the access sheath, the access was not within the kidney. At this point, it was difficult to move any further and a re-stick was attempted. The re-stick was attempted in a similarly closed position. Multiple attempts were made during one of which a small piece of the guide portion of the sensor wire was sheared off in the renal fat. The complainant did not know what portion of the guidewire got sheared off. This wire was removed and exchanged for a new wire. Despite multiple attempts, access to the kidney was never gained and the case was aborted. At this point in time, it was determined that the patient will come back for an open heminephrectomy of the right lower pole of the kidney. All access sheaths were removed and the incisions were closed with 4-0 monocryl suture and dermabond. Because the guidewire fragment was left in the patient, the patient was admitted into the hospital for overnight observation. Follow up with the complainant revealed there were no patient complications, current patient condition is unknown and no other products were used with the sensor wire.

Manufacturer narrative:
(B)(4). The band/balloon with 32cm of catheter, the injection port with the locking connector and 19 cm of catheter, and the tubing strain relief were returned for analysis. Upon visual inspection, it was observed that 2 foldlines were present on the balloon, these foldlines were localized at 5.2 cm and 6.7 cm from the catheter connection, the balloon was also torn on diamond indicator, this tear is 7mm in length, the pale yellow staining and small dark red spots on band, balloon and buckle were also observed. The buckle was cut on one side, as result of the explantation. Per the reported event of band slippage/ esophaghal obstruction, no investigation other than visual inspection was performed as device testing can determine root cause events physiological in nature. Band slippage is a recognized adverse event associated with gastric banding. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2009 and the lens was removed on (B)(6) 2010, due to low vault. No lens opacity was observed. The lens was exchanged for a longer one.